Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no visible damage to the keypad. The keypad buttons were found to be responding normally to presses. The keypad was removed and adhesive was observed under the ok button contact.

Event description:
The patient states the ok and audio bolus buttons intermittently activated desired pump functions when pressed. The patient reportedly had to press the buttons multiple times to activate desired pump functions. She says there is no unusual activity with the pump. The pump is not exposed to moisture. She reported that the buttons feel normal, do not stick, and spring back. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.